Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h.10.

Event description:
It has been reported that the syringe integra 3ml ll w/ndl 25x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that when the plunger was pressed, the content of the syringe began to drip out from the hub of the needle. Verbatim: I am writing to inform you of an incident that occurred recently with a bd syringe. I drew up the vaccination as usual, inserted the needle into the patient's deltoid muscle, and when I pressed the plunger, the contents of the syringe began to drip out from the hub of the needle, where is meets the syringe. The lot number and expiration date are as follows: 7001875, 12/31/2021.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe integra 3ml ll w/ndl 25x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that when the plunger was pressed, the content of the syringe began to drip out from the hub of the needle. Verbatim: I am writing to inform you of an incident that occurred recently with a bd syringe. I drew up the vaccination as usual, inserted the needle into the patient's deltoid muscle, and when I pressed the plunger, the contents of the syringe began to drip out from the hub of the needle, where is meets the syringe. The lot number and expiration date are as follows: 7001875, 12/31/2021.